Event description:
Device 1 of 2. Reference MFR. Report#: 1627487-2018-13274. It was reported the patient experienced ineffective stimulation due to auto-reduction of their system. Diagnostic testing identified high impedance readings on multiple lead contacts. Reportedly, surgical intervention was undertaken on (B)(6) 2018 where further testing in the or revealed high impedances on both extensions. As a result, replacement of both extensions restored effective therapy thus resolving the issues.